Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 15776836.

Event description:
It was reported that the patient had high impedances on leads. The patient underwent a leads replacement procedure and was doing well postoperatively. The explanted leads were not returned.